Event description:
While transporting a patient to and from CT, a lp20e defib was attached and monitoring the patient. During transport, the defib was charged, and then disarmed. After this, the charge and discharge buttons were bumped, and the defib discharged on the patient. Manufacturer response for defibrillator, lifepak 20e (per site reporter) the device is working as intended. The defib will charge the internal capacitor, then if disarmed will not dump the charge on the capacitor, so that if it needs to be charged again, it will instantly charge. This is a feature, not a bug. If the charge and discharge buttons are bumped simultaneously before the capacitor is discharged, the unit will shock the patient.